Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic for post-implant device check showing high, out of range, high voltage impedance measurements. Patient was asymptomatic. It was noted that the out of range hv impedance measurements were shown since implant date. No noise was detected during isometric testing and all other electrical measurements were stable. Patient was stable post-procedure.